Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/30/2013 with the following findings: there were power on resets observed in the black box. No physical damage found to the returned battery cap or the battery compartment. The returned battery cap fastens securely and holds power to the pump. The measurements of the returned battery cap are within specified range. No intermittent power issues were experienced with the returned battery cap or pump. The pump was exercised for 24-hrs with returned battery cap and no loss of power events were duplicated; the pump was still delivering at the conclusion of testing. A 29-hr flow test was successfully completed. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. There was no internal moisture damage or intermittent connections were observed. A visible inspection of the bt1 internal battery confirmed it was leaking. The power issue was confirmed in pump history but not duplicated during the investigation.

Event description:
The patient contacted animas on (B)(6) 2013 reporting that this morning they woke up to no power to his pump. The patient stated, his blood glucose (bg) when he woke up was 540mg/dl without symptoms. The patient stated, the first thing he did was change the battery in the pump using a lithium battery from a new box of batteries. The patient stated, the pump powers on but then will chirp and vibrate four times and then lost power again. The patient stated that the battery cap is secure to the pump with none of the yellow o-ring visible. The patient denied damage to the battery cap and no damage to the casing of the pump. This report is being made due to alleged hyperglycemic event the patient experienced due to an alleged power issue.